Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot : part: 03.812.003. Lot: 9824907. Manufacturing site: hägendorf. Release to warehouse date: 19.february 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary investigation selection . Investigation site: cq zuchwil . Selected flow: functional . We have received the following parts back for investigation: 1 x part 03.812.001 / #lot l475752 / applicator outer shaft . 1 x part 03.812.003 / #lot 9824907 / applicator inner shaft. 1 x part 03.812.004 / #lot l021248 / applicator knob . As received condition: the returned parts are in a used condition with some slight scratches and impression marks. Functional test: an internal functional test with another cage (part 08.812.010 / lot 8689560) was performed. The returned instruments passed the functional test successfully. The cage could be attached and detached with the instruments as intended. Investigation/conclusion: the complaint condition could not be confirmed during the performed cq evaluation, and therefore the in the investigation flow listed remaining investigation steps are not required. Afterwards and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. In this regard please reference technique guide 036.001.088. Based on our investigations a product related fault can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, transforaminal lumbar interbody fusion (tlif) surgery for foraminal stenosis was performed with the applicator outer shaft and applicator inner shaft both in question. After implanting the cage in the disc space, the surgeon pivoted the implant into the proper position without problems. However, the surgeon could not detach the implant although he turned the knob counterclockwise. The tip of the inner shaft didn't seem to be opened. He tried 5 or 6 times, and the implant detached successfully. The procedure was successfully completed. There was no surgical delay reported. Concomitant product reported: unknown cage (part # unknown, lot # unknown, quantity unknown). This is report 2 of 3 for (B)(4).